Event description:
It was reported the patient went to the emergency department with complaints of weakness. It was noted on the remote transmission the pacemaker had a power on reset. The device was reprogrammed and remains in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.